Manufacturer narrative:
Philips has investigated this complaint philips has confirmed with the customer that no harm had occurred to the patient and the neuro-vascular procedure was completed successfully with a delay of 14 minutes in total (due to the two system restarts). Philips has confirmed that the issue did not recur after the second restart. Philips has completed a good faith effort to get further information regarding the patient and procedure. However, this was not provided due to privacy reasons. Philips has inspected the system on site and based on troubleshooting proactively replaced the single board computer, after which the system was returned to use in good working order. Philips has checked the service history of the system. Reports of the planned maintenance of the system that occurred prior to the incident ((B)(6) 2020) show that all tests passed and the system was working as designed and within specifications. Analysis of the log files did not identify the cause of the reported issue. The exact cause of the issue could not be identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It was reported to philips that the system froze during stroke emergency procedure. The tsm module, console data monitor, and generator were not working, causing x-ray to become unavailable. No harm to the patient or user was reported. Philips has started an investigation of this complaint.